Event description:
A pt was receiving a subcutaneous infusion of morphine via a cadd prizm pump model 6101. This was a home care pt so the cassettes were intended to last approx 1 week each. The pump was set to run in lock level 2 (most restrictive level). When the cassette was down to 32.1 ml remaining, the reservoir volume was inadvertently reset to 100 ml. Therefore, the pump believed there was more morphine in the cassette than there actually was. The cassette ran dry, but no one knew as the reservoir volume setting on the pump showed that there was 67.9 ml remaining. The pt had no pain control until the empty cassette was discovered 3 days later. In fact, pt's rate was increased on day 2 due to severe pain. Reporter spoke with technical services at deltec and was told that the pump will continue to "run" whether there is any fluid remaining in the cassette or not. Reporter was further told that the reservoir volume can be reset at anytime (even in lock level 2). This is a change from the way the cadd-pca pump worked (the reservoir volume could not be reset in lock level 2 unless the reservoir volume was down to 0 ml). The rep reporter spoke to at deltec said this was a software "upgrade". Reporter sees this as a major flaw in the design of a pump which is used extensively in homecare. The idea that a pt can press a few buttons and change a very significant setting on the pump seems unconscionable. Deltec seemed totally unimpressed when they raised the issue with them.

Event description:
Add'l info rec'd from MFR 09/12/03: in response to first question, the feature at issue was part of the original design specification and has not been modified since the initial release of this product family in 1996. In response to second question, the MFR has distributed 18,327 units in this device family in the last three fiscal years.